Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted with high watts. The diagnosis was suspected pump thrombus or vegetation/bacteremia. The patient was given 3 rounds of tpa without any success. The support was withdrawn and patient died on (B)(6) 2016. The official cause of death was cardiac arrest. The medical team was unsure if it was thrombosis vs vegetation as the patient had a long standing chronic driveline infection as well.  The medical team does not believe the event is related to the system.  The device will not be returned.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing and sterility records confirmed that the associated pump met all requirements prior to release. The reported event could not be confirmed via log file analysis since log files covering the reported event date were not provided for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the reported high power event can be attributed to external factors such as thrombus formation. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related co-existing driveline infection. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.